Event description:
Tech. Was stuck in the finger, when the barrel was held instead of the flange. As the barrel went forward the tech. Tried to stop and pulled dirty needle out of pt. Tech's hand went beyond the barrel and finger was stuck by the exposed needle.